Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat a pulmonary arteriovenous malformation (avm) using pod packing coils (podjs). During the procedure, the physician placed the initial podj into the target vessel using a non-penumbra microcatheter. While attempting to place a new podj into the target vessel, the podj did not take its intended shape and went through the coil mass. Therefore, the physician retracted the podj to reposition it; however, upon retraction, the podj unintentionally detached. The physician then pushed the rest of the podj into the target vessel using a coil pusher and the procedure was completed. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil stretch resistant wire (sr wire) was fractured. The constraint sphere and pull wire were within the distal detachment tip. The pusher assembly had a kink at approximately 5.0 cm from the hub. Conclusions: evaluation of the returned podj pusher assembly revealed that the constraint sphere was in the ddt and the sr wire was fractured. If the embolization coil was retracted against resistance forcefully enough to exceed the tensile force of the sr wire, the sr wire may fracture causing the embolization coil to detach. The cause of the resistance could not be determined. The customer¿s report suggests the coil became entangled in the pod placed prior, which may have contributed to the resistance upon retraction to reposition the device. The kink was likely incidental to the complaint and may have occurred during packaging for return to penumbra. The non-penumbra microcatheter was not returned. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.